Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net transmission with episodes of high ventricular rate episodes which were actually lead noise. Patient complained of light headedness when the patient was called in clinic. High v rates showed pauses in ventricular pacing. Patient was subsequently brought into the or for a lead revision. Patient was occluded so the lead was capped and replaced on (B)(6) 2016. Patient tolerated the procedure well and will be followed normally.